Event description:
Pt came in for laparoscopic tx of endometriosis, lysis of pelvic adhesion, bowel resection. Post op pt developed temp of 37.8 to 39. Antibiotic administration. Cxr = bilateral atelectasis. Pt transfered to hosp for CT scan. Showed abscess that ruptured, caused peritonitis. Pt taken back to or for evacuation of abscess and colostomy.